Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). Source: (B)(6). Catalog number: 103533 lot number:2018072302 brand name: ti low profile screw, catalog number:010000668 lot number:6691972 brand name: g7 pps ltd acet shell 62h, catalog number: 103534 lot number:2017070505 brand name: ti low profile screw, catalog number:103533 lot number:2018050588 brand name: ti low profile screw, catalog number:650-0888 lot number: 6651345 brand name: 36mm 12/14 tpr fem hd std. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03628. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to disassociation of the liner from the shell approximately 4 days post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.